Event description:
A customer contacted baxter to report that 6 cassettes were stuck, and when the home patient (hp) pulled the cassette out, it was found to be deformed / blown out. During a follow-up with the hp regarding the reported problem. The hp stated that he had no samples to provide and did not recall the lot number. The hp stated that he noticed large air bubbles inside the cassette, prior to using the cassette. The hp was advised that he should contact the nurse and to contact global technical services (gts) for troubleshooting assistance with any other alarms that he might have encountered. The hp stated that he had not had any problems since receiving the new box of cassettes with a different lot. The hp resumed therapy successfully without any complications and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). The cause of the reported check heater line alarm is the cassette deformation. The alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The patient stated that after an alarm, he pulled the cassette out and the plastic was found to be deformed / blown out. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).